Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 28 mg/dl with symptoms of diaphoresis, confusion and unclear speech. The patient was instructed by a health care provider to take orange juice and re-check blood glucose 10 minutes later. On re-check, the patient's blood glucose was 51 mg/dl, eventually elevating to 79 mg/dl with resolution of symptoms. The reporter stated the patient's hypoglycemia was the result of administering more insulin during a bolus delivery that was needed using the insulin pump. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy due to a training/misuse issue.